Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure it appeared that the right ventricular (rv) lead buckled right at the distal coil mid section, when the lead was going around the svc arch upon insertion. When the lead was tested through the device oversensing of noise and low out of range pacing impedance measurements of less than 200 ohms were observed. The lead was then tested through a pacing system analyzer (psa) and the noise and out of range impedance was still present. Upon removal of the lead, physical inspection showed a kink in the distal coil. The rv lead was attempted and not implanted. A different rv lead was successfully implanted. No adverse patient effects were reported.